Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual examination of the spyscope ds device found that the catheter was kinked from the distal end. Signs of buckling were found in the active deflection section at the distal end. The working channel sleeve extended from the distal cap when received and was kinked where it exited the cap. The distal tip would articulate; however, it did not articulate properly in one direction likely due to the kinked/buckled catheter. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel until it passed the kinked working channel sleeve were a small amount of resistance was felt. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event that the device did not articulate properly. In addition, the working channel sleeve extended from the distal cap when received. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary tract during the examination of the biliary tract under visualization procedure. According to the complainant, during the procedure, as the physician advanced the device inside the biliary tract and tried to maneuver the control knobs, it was noticed that only knob was functional which seemed like the cable connecting the knobs through the tip was broken. Reportedly, the device was not tested prior to use and there was no other visible damage noted on the device. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.